Event description:
A study investigator reported that following a toric intraocular lens (iol) implant surgery, a subject presented with a dislocated lens. The iol rotated 20 (twenty) degrees off axis. The investigator rated the event as moderate. In a follow up, the investigator reported that an iol repositioning was performed. No further info is expected.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain additional info were made. New info was received. (B)(4).